Event description:
It was reported that the patient with this pacemaker was awakened with a heavy feeling on their chest. The patient was then contacted by their clinic and informed this pacemaker had entered safety mode. This pacemkaer was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.